Manufacturer narrative:
Device received with all buttons responding properly. No damage on keypad assembly. No unlocked lcd keypad connector. Device passed displacement test, rewind and self test. No unexpected rewind anomalies noted. Device received with cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that insulin pump was locked up and became unresponsive and insulin pump had fracture or piece chipped out of housing near the reservoir opening. Customer¿s blood glucose was unknown. Customers stated that customer removed batteries and put back in, insulin pump was slower to rewind. Insulin pump will not be returned for analysis.